Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the rep saw the patient on (B)(6) 2014 and reprogrammed the patients ins settings to her satisfaction. The patient had her device running at a high frequency setting, which drained her battery within approximately 24-30 hours of continuous use. It was noted that on occasion, her battery would deplete to the point where her device could not be used until it was recharged. The rep believed this was her primary concern. The patient was doing very well with her therapy and was experiencing no issues at the time of the current report.

Event description:
It was reported that the patient could not communicate with the recharger or the patient programmer. The patient was a high energy user and their implantable neurostimulator (ins) battery only lasted 17-18 hours per day. The patient recharged their device every day for approximately 5 hours per day. The patient charged their device to full a day prior to the report. At the time of the report the patient had lost stimulation and their pain was coming back. Antenna locate was not attempted for troubleshooting. It was further reported that a manufacturer representative was seeing the patient on the day of the report. It was further reported that when the manufacturer representative saw the patient on the day of the report everything seemed to be working fine and the charger connected fine. The patient needed to charge their battery but other than that everything was okay. It was further reported that once the patient got home on the day of the report they began having the same recharging issues so they went back to the clinic but the manufacturer representative had already left. It was noted that the patient had gotten a new cell phone the week prior to the report and that is when the issues began. The patient usually charged their device at work and never had an issue until the week prior to the report. It was further reported that the patient was seeing a ¿reposition antenna¿ screen on their recharger. The recharger screen seemed to be flickering more in the last week prior to the report. The patient met with a manufacturer representative on the day of the report and the representative¿s recharger connected to the patient¿s stimulator fine. The patient¿s stimulator stopped at 8:45 am on the day of the report. The patient¿s recharger antenna was damaged. It was further reported that when the manufacturer representative saw the patient the patient¿s own recharger worked fine. It was further reported that the patient wanted to have an MRI of their sacroiliac (si) joint on (B)(6) 2014. The MRI was not related to the device. The patient had si joint pain and that was the reason their stimulator was implanted. The patient was seeing a rheumatologist at the time of the report and was having a lot of breakthrough pain in their si joint. The patient was not having a problem with their stimulator. The breakthrough pain had been ongoing since implant. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).